Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor would only power on intermittently. The cause of the intermittent ability to power on was corrosion on the battery connector, j1, on the ca board as well as corrosion on the table board. The root cause for the contaminated components is ingress of an unk liquid. No adverse event resulted from the corroded components. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would only power up intermittently. The last patient to use this monitor did not report any deficiencies.